Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the alarm history showed multiple call service 064 motor alarms. The battery compartment was undamaged. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly. No call service 064 alarms occurred during the investigation. The call service 064 complaint was unable to be duplicated. The pump cover was removed, and no intermittent conditions were found to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.